Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device does not spin was confirmed. It was found that the motor sticks and was rusty. Also the cable resistance was out of tolerance. The motor, and the the motor cable were replaced, and the device was repaired, tested and found to be fully functional. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor, and could have caused the damage to the motor cable. The corroded motor has a tendency to stick and not turn, hence is responsible for the issue reported by the customer. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2020, and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the 8022 hand pc tornado shaver device did not spin. During in-house engineering evaluation, it was determined that the motor was rusty. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.